Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/15/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/30/2013 with the following findings:the keypad was found to be fully intact. The up and down keys are intermittently unresponsive and the ok and contrast buttons responded appropriately. There was contamination found under the down, up and contrast key contacts. A pinkish contrast was observed on the display screen. Removed the pump cover and inserted a new test screen. The test screen boots to the verify screen with normal contrast and no discoloration.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.